Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device and associated lead displayed a dramatic rise in threshold and loss of capture (loc) shortly after implant. The pacing impedance measurements were noted to be normal. The patient was seen for a revision procedure. The lead was disconnected and tested through a pacing system analyzer (psa). The lead tested normal via the psa; subsequently a device header issue was suspected. A new device was implanted. Within minutes, the pacing threshold rose. At that time, the physician elected to replace the lead. A new lead was implanted and attached to the replacement device with resolution of the issue. The old lead was surgically abandoned. There were no adverse patient effect reported. The device has been returned for analysis.